Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for urinary incontinence on (B)(6) 2017. It was reported that the patient had been to the emergency room (ER) twice, since their device was implanted, because they were being tazed by their therapy. The rep turned the implanted neurostimulator (ins) off and the patient still felt the sensation. This was noted to be a sudden change. The patient was going to follow-up with a healthcare professional (hcp). On (B)(6) 2017, it was reported that the patient's device was shocking them since they were implanted. Even when the device was turned off, they still felt the electrical stimulation and it would cause them to buckle and fall. It was keeping them up at night and they were crying. They wanted the device out, immediately, but the hcp stated that they couldn't remove it until (B)(6) 2017. There was no trauma or falls reported. There were no further complications reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider and it was reported that the patient refused appointment to check their device. The cause of the patient feeling stimulation after the device was turned off was unknown, and it was noted that the device was completely removed on (B)(6)2017 due to patient's vaginal pain. Patient was not interested in evaluation and wanted the device out. No further complications were reported.